Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) had the patient check the lines and bags and found that the supply bag had become disconnected. The alarm was resolved by cycling power to the homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.